Event description:
Patient undergoing rotator cuff repair, pump being used to insufflate the shoulder joint. After procedure, as drape was removed, it was noted patient had severe swelling to neck, breast, shoulder. Pump's purpose is to flush extra fluid into joint to aide during surgical procedure. There is a drain component to the pump which did not work entirely as intended. Some fluid was removed, but clearly a large amount was retained. Surgeon and anesthesiologist were both concerned re: amount of fluid, and possible constriction of airway so patient was admitted for observation in ICU. This was originally an outpatient procedure. Typically approximately 16-18 liters of ns is pumped into patient, or staff did not know how much fluid was collected in drain, they did say fluid does leave the field by suction yankauer as well as through the arthroscopy sites so difficult to know how exactly how much fluid was retained.